Event description:
It was reported that during the internal carotid artery (ica) stenosis procedure, the subject stent was advanced within the microcatheter. However the subject stent got stuck in the middle of the catheter and could not be advanced. During adjustments the subject stent deployed in microcatheter and was withdrawn with the microcatheter out of patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the internal carotid artery (ica) stenosis procedure, the subject stent was advanced within the microcatheter. However the subject stent got stuck in the middle of the catheter and could not be advanced. During adjustments the subject stent deployed in microcatheter and was withdrawn with the microcatheter out of patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned stuck inside a microcatheter and, despite efforts, could not be removed. The sdw was noted to be kinked/bent. The sdw tip was protruding from the microcatheter tip. The stent and stent introducer sheath were not returned. A functional inspection could not be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was not returned for analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'placed ez 4.5-20 stent to reach middle of xt-27. However, the operator found the stent got stuck in the middle of catheter and could not be advanced. During adjustments the stent deployed in xt-27 so withdrew the microcatheter and the stent system out of patient's body and used another xt-27 from another lot to deliver and deploy another ez 4.5-20'. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent was not returned for analysis. In addition the introducer sheath was also not returned for analysis. The stent delivery wire (sdw) was returned and it was still loaded inside the microcatheter. It was not possible to remove it as it was jammed inside the microcatheter lumen but it was noted to be kinked/bent on the distal part of the wire protruding from the microcatheter. The event description notes friction during advancement of the stent inside the microcatheter. It is possible that the introducer sheath moved distally or proximally prior to stent advancement out of the sheath. This is aligned with the follow-up questions response which noted that the rhv was not correctly tightened to prevent movement of the introducer sheath. If this were to occur, the stent may become damaged as it is advanced through the distal opening of the introducer sheath. The damage would then result in increased friction as the stent is advanced through the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter. An assignable cause of procedural factors has been assigned analyzed damage of the sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.